Manufacturer narrative:
(B)(4). Correction to the following statement in the initial MDR: the allegation was not confirmed.

Event description:
Correction to the following statement in the initial MDR: the allegation was not confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. There was no data log available. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Date received by manufacturer - correction to the date in the initial MDR.

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that transmitter failed error occurred. Before the patient went to bed at 11:30 pm on (B)(6) 2019, her continuous glucose monitor (cgm) reading was 344 mg/dl, and her blood glucose (bg) was 287 mg/dl on her glucometer. She was feeling well and remembered getting up to let her dog out during the night. Her girlfriend woke up between 3-4:00 am and found the patient passed out on the floor and the dog was on the bed. The patient¿s girlfriend assumed the patient had hit her head but there was no bruising or swelling. Paramedics were called and when they arrived, they checked the patient's bg level and it was in the 20s mg/dl. The paramedics moved her to her bed and gave her a glucose injection, saline via intravenous (IV) therapy, and an amp of d50. The patient then awoke and was alert. Her bg level was at 262 mg/dl after treatment. The paramedics checked her head and did not find any sign of injury or concussion. They left and the patient did not go to the hospital. She ate a sandwich and went back to bed. She stated that her transmitter had failed during the night and resulted in no alert when her bg dropped extremely low. At the time of the report the patient was stable. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.